Event description:
Issue was reported as a malfunction showing code malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue, and was advised to continue using the pump and contact support if the malfunction code recurs.